Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while preparing for the procedure, one of the connectors on the active cord detached from the device. The complainant was able to use another active cord to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented with the red connector detached and separated from the rest of the cord. Examination of the connector found that the internal wire which adjoins it to the cord had broken. The condition of the returned device was consistent with the complaint that the connector detached from the cord; the complaint was confirmed. The most probable root cause is wear and tear due to repeated use of the active cord, which is a re-useable device.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while preparing for the procedure, one of the connectors on the active cord detached from the device. The complainant was able to use another active cord to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.